Event description:
During a routine repair of the hudson reaming attachment for battery power line, it was noted the device does not turn smoothly and gets hot. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit will not turn properly and gets hot. Evidence suggests this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot# 3311282 was provided and it cannot be verified as a valid synthes lot or supplier lot number. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was not possible as the reported lot #: 3311282 is not known. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown. (B)(6).